Manufacturer narrative:
Investigation date: 12/16/15. An investigation of the kangaroo joey pump was performed for the reported condition of failure to alarm. The joey pump, feeding set, and feeding set extension tube were fully evaluated using both water and a formula mixture; tolerex, completed with 450 milliliters of water. The evaluation revealed that the pump performs within specification when using a new feeding set and either a new extension tube or the customer¿s extension tube. When the pump is tested using the customer¿s feeding set the pump is not able to detect the occlusion error within the first hour. The issue in failing to detect the occlusion follows the customer¿s feeding set. Per the feeding set¿s instructions for use (IFU), it is recommended that the feeding set be replaced every 24 hours. Kangaroo joey was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
During a visit with the facility the sales representative tested her own pump with a used feeding set at the hospital. The feeding set was clamped downstream to test whether and when the pump would alarm. The sales rep reports that the pump alarmed at 11 minutes with a feeding rate of 400ml/hour. Another test was completed with a feeding rate of 42ml/hour, however after 13 minutes, the pump did not alarm. It was also reported that the pump had a previous system check completed and passed successfully. There was no patient involvement during this pump test.